Manufacturer narrative:
Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
A healthcare professional reported an article titled "out with the old: successful iol exchange the article states that following an implantable collamer lens (icl) implantation procedure, patient's experienced double vision when sufficiently dilated. The lens was explanted. Cause of the event was reported as unknown. If additional information is received a supplemental medwatch report will be submitted.